Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2003 - pt underwent a combined ventral incisional hernia repair, umbilectomy and lysis of adhesions, at which time a bard composix kugel patch was implanted. On (B)(6) 2009, the pt was admitted to the hospital with a diagnosis of acute small bowel enterocutaneous fistula, abdominal wall abscess. On (B)(6) 2009 - the pt was again admitted to the hospital for a nonhealing acute enterocutaneous fistula. On (B)(6) 2009 - the pt was taken to the operating room for excision of enterocutaneous fistula complex with excision of ventral incisional hernia mesh. Attorney alleged adhesions, fistula, abscess, additional surgery, healing impaired, explant, bowel injury, pain, permanent injury, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. A lot number has not been provided; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. If additional event and/or eval info is obtained, a follow up MDR will be submitted.